Event description:
Device 1 of 5. Reference MFR report: 1627487-2012-10064, 10065, 10066 and 10067. The pt received the scs system on (B)(6) 2008, which included 4 leads (2 of the 4 from the same lot) and 2 lead extensions (from different lots). It was reported the pt was no longer receiving adequate stimulation. The physician identified lead impedance issues. The physician removed and replaced the leads and lead extensions on (B)(6) 2011.

Manufacturer narrative:
Results: the complaint was confirmed. As received, optical inspection of the lead segments revealed no evidence of fractured wires. The leads were cut and the cuts were consistent with explant procedure. Continuity testing was performed from the cut wires to the terminal electrodes and opens were observed on channels 1 and 2 of one of the lead segments. Since optical inspection revealed no evidence of broken wires, the opens were likely due to breakage at the weld spots. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.